Manufacturer narrative:
D6a. Date of implant (B)(6) 2022 (only year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding spinal product that is used in r evision surgery. Levels implanted was s1-l5. It was reported that the heads of two pedicle screws were popped out and broken during revision surgery. There were no further complications or symptoms reported. Additional information was received via manufacturer representative that reason for revision surgery was that two screws were not properly aligned or positioned. Additional information was received via manufacturer representative that the initial surgery was done in 2022 and the mdt legacy screws were implanted. This year (B)(6) 2024 patient went to another surgeon for second opinion. Surgeon suggested revision of two screws which were not aligned or in good position. During revision surgery he removed the two screws and replaced them. While in the process of removing during intra-op the two screw heads popped out.